Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 2 devices were evaluated in the field, and the issue of accessible ac current was confirmed; there were broken/damaged components. The devices were repaired, and returned. 2 devices were evaluated in the field, and the issue of an inaccurate scale was confirmed.  However, there were no product malfunctions; the issues were the result of use error as the scales were not properly zeroed before use. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported there was accessible ac current and incorrect measurement.  There was no patient involvement.